Event description:
Incorrect use/care of device: on / off button continues to get bumped into the wrong position.

Manufacturer narrative:
The complaint could not be confirmed, as no pump was received for evaluation. A DHR is not possible, a lot number was not provided by the customer. A tracking number is not available as a reference to look for the pump. There is no detail of failure in the negative pressure therapy in the report. The customer description of the event did not indicate a device malfunctioning or if an external factor caused the switch movement or the power off of the device. A root cause is deemed undetermined. Neither a definitive root cause nor a corrective action could be determined without an evaluation of the pump. It is recommended to return the device in order to rule out a pump malfunctioning.